Event description:
"During laparoscopic paraesophageal hernia repair, a surgicount raytec sponge was removed from the abdomen after use- it looked like it was shredded, looked like it was incomplete, and the blue xray [invalid]in the sponge had fallen out from the sponge. Surgeon notified and stated that there were not any remnants of a sponge in the abdomen. Service line leader notified, intraop xray performed and phone call from radiologist confirmed that there was nothing seen on xray. "